Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the ECG electrodes. The area was described as a red, hot, and painful irritation with a burning sensation and no open areas. The patient reported that he was using a salve to treat the irritation. The patient's doctor also prescribed an anti-allergy oral medication to treat the irritation. During a follow-up the patient reported that he was admitted to the hospital due to the irritation and that he received an ICD. The patient indicated that the irritation had improved due to the removal of the lifevest.